Event description:
It was reported that the biosure rg screw broke during the procedure. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Manufacturer narrative:
One 8mm x 30mm biosure regenesorb screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Only the head of the screw and two small fragments were returned. Dimensional inspection was limited to the major diameter and wall thickness of the screw head, which were found to meet print specifications. The condition of the screw indicates it was subjected to excessive forces during insertion. Per the device IFU under precaution ¿excessive force should not be placed on the screw, bone, or delivery instruments¿. Further investigation is not warranted at this time.